Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead replacement procedure, high hv lead impedance was observed. After some manipulation of the device inside the pocket, impedance dropped down to a stable measurement. A dft test the next day was successful. The device remains implanted. The patient was in good condition before and after the event.